Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 172 mg/dl, 57 mg/dl, and 88 mg/dl. No actions taken based on device results. No blood glucose symptoms reported with these results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.